Event description:
The pt reported his blood glucose, carbohydrate intake and insulin history is as follows: time: 7:05pm; bg (mg/dl): 154; bolus (u): 2.8. Time: 3:37pm; bg (mg/dl): 157; time 1:38am; bg (mg/dl); 174; cho (g): 30; bolus (u): 2.10. He was vomiting and upon inspection he noticed the cannula had popped out of his skin. He decided to go to the hosp and upon arrival his bg was reading 575 mg/dl after giving himself a manual injection of 30.0 units of insulin. He was diagnosed with diabetic ketoacidoses and they placed him on an insulin drip (0.8 units and then 0.4 units) and a saline drip with potassium and sugar. No food was also given by the mouth. The pod was removed and discarded. He stays in the hosp a little longer than 24 hours before being released.

Manufacturer narrative:
The product was not returned for eval. We are unable to confirm any product malfunction or other product condition to have contributed to the pt's ketoacidosis and hospitalization. The user reported a dislodge cannula. This condition could interrupt insulin delivery and contribute to hyperglycemia.